Event description:
Insulin drip 100units/ 100ml initiated at 0324 with double rn witness/verification. Medication and tubing intact with drip set at correct rate (7.1 ml/hr) on pump, a!so double checked with second rn. When rn went for recheck on blood sugar at 0431, insulin drip was completely empty. Pump rechecked and correct remaining volume appeared. No leaks noted. Patient awake, alert and arousable. Blood sugar level was 454 mg/dl. Drip stopped. Notified charge rn, ER md, admitting mo, pharmacist and ed manager regarding discrepancy between medication volume and label. Serial blood sugars done q30 minutes. Patient denies pain/ sob/ nausea/vomiting. Easily arousable.